Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to locate faulty hirose in vertical set-up joint (suj) 2. Fse replaced faulty fiber with from fiber kit. The system was verified and ready to use.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the biomedical engineer contacted the technical service engineer (tse) for phone assistance regarding a non-recoverable error 319 occurring on the universal surgical manipulator 2 (usm2) prompting for the usm arm to be disabled. According to the customer, they were not able to clear the system error, and they had to bring in another patient side cart (psc) to complete the surgical procedure. The procedure was converted to another dv system with no reported injury.

Manufacturer narrative:
The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation. The probable root cause of the issue is attributed to the faulty fiber optic cable in the setup joint.

Event description:
Refer to h11 for follow-up information.